Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked after being filled with solution, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with water; functional testing revealed a leak from the administration spike port bonding area. A spike port bonding defect was identified on the returned sample. The cause was not determined; however, a likely cause of the condition was determined to be inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.